Manufacturer narrative:
We checked the returned unit and confirmed that the ccd module fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the ccd module. In addition, we confirmed that the control body fluid damage, the biopsy inlet t-piece fluid damage, the insertion flexible tube (ift) buckled, the light guide cable buckled, the operation channel bending habit, the suction arm clogged, the segment malfunction, the lcb distal cover glass attached impurities, and the objective cover lens attached impurities ; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).